Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 281 mg/dl on their blood glucose meter. Not long after that reading the consumer reported, he experienced a hypoglycemic event which did not require any medical intervention. The test strips and meter in question will be returned for evaluation.